Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0. A manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system per formed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial biopsy procedure. It was reported that there was an alleged inaccuracy during a cranial biopsy procedure. The site registered the patient and confirmed accuracy by navigating to known anatomical landmarks. After going sterile and bringing the probe into the planned trajectory the surgeon reported an inaccuracy. Using a chicken foot and tracing along the scalp, surgeon reported navigation was "a few millimeter (mm) superior" and was not showing on the skin surface. The site tore down drapes, re-registered, and the issue was resolved. Patient present, 15-20 minute surgical delay. No known impact to patient outcome. Troubleshooting was performed, an ultrasound cover drape was placed over the vertek arm and the drape was cut to allow the frame to poke through. The frame appeared to be flush with the vertek arm. The field representative and the site did not notice any obvious shift/movement in the vertek arm while transitioning from non-sterile to sterile.

Manufacturer narrative:
H3) software analysis was performed. It was determined there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.